Event description:
This rv lead was explanted due to high impedance and high thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 18 cm distal to the is-1 connector pin (into two segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The fixation helix was not returned for analysis. The analysis showed that the insulation was found abraded through 15.5 cm distal to the is-1 connector pin and 39.5 cm proximal to the lead tip. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the rv shock coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.